Event description:
It was reported that during an open gastrectomy procedure, the firing stopped at the 1st stroke of the 1st firing and the device could not be released with the manual release lever. The clamped tissue came off from the jaws without opening. There was no damage on the tissue. The device was used on the stomach. The cartridge was gold. The device could be closed as intended prior to firing. There was no unexpected noise. The device did not clamp an existing staple line or clip. The deployed staples were proper b-formed shape. Reinforcement material was not used. The triggers and buttons returned to the home position after the device was removed from the patient. The device was not fired after this event. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.